Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, air/water leakage from the insertion tube/bending section, light guide tube dirty, crew in scope connector cover slightly deformed, insufficient angles, and scope coating of the insertion tube peeled off in many places. The faulty parts were replaced, and the device was returned to the user facility. The subject device was returned to olympus for device evaluation and the bending cover leaking was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, the investigation presumed physical stress/ chemical stress as cause of the reported issue. According to the investigation physical stress as the insertion section interfered with and was rubbed against the mouthpiece and the device was used for procedure while the insertion tube was not smoothly passed through the endotracheal tube. Chemical stress as non-water-soluble spray-type pharyngeal anesthetic (xylocaine spray, etc.) Was directly sprayed to the insertion section and device was not reprocessed in accordance with recommended method by olympus. The investigation reported that this presumption was based on the device inspection result in the investigation confirmation of leakage from the bending section rubber and coating on insertion section was peeling off. According to the device IFU this was confirmed, do not withdraw device with excessive force, only water-soluble lubricants can be applied to insertion section, and compatible reprocessing method and chemical agents are specified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus, the evis lucera elite bronchovideoscope bending cover was leaking. Upon inspection and testing of the customer returned device, coating of the scope insertion tube was found peeled off in many places. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.